Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 7.0-8.5cm, 10.0-10.3cm, and 11.5-12.0cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 6.7-7.0cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was exposed at this location. It is believed the exposed sensing coil likely caused the reported field event of inappropriate hv shock.

Event description:
It was reported that the device delivered inappropriate therapies to the patient. The lead was removed and replaced. No further information is available at this time.